Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device lost connection with the transmitter. Dexcom representative advised the patient's mother to reset the receiver then, on the smart device use the bluetooth settings to forget all bluetooth devices, close all applications and restart smart device. After 20 minutes the receiver and smart device are now communicating to the transmitter. No additional patient or event information is available.